Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient gets the urge to have a bowel movement then she gets to the bathroom and all she had was 2-3 soft stools. The patient stated then she would start doing something and all of a sudden she gets the urge to have a bowel movement again. The patient noted that this happened every 30-40 minutes. The patient mentioned that her son would increase it for her later and she was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not known and no actions were taken to resolve the issue. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported she was having problems with her device. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.